Manufacturer narrative:
Evaluation summary: customer report of pvl could not be confirmed through visual observations. X-ray demonstrated wireform intact and calcification nodules present on leaflet 2. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 11mm on leaflet 2 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the outflow aspect. A leaflet indentation was observed on the free margin of leaflet 3. Host tissue at the stent circumference was moderate to heavy on the inflow aspect and moderate at the outflow aspect. Sutures remained around the sewing ring. Sewing ring had multiple cuts around the valve. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In this case, the valve was explanted due to dehiscence and severe pvl. Based on the available information, the root cause of the dehiscence remains indeterminable. However, it is likely that patient related factors and procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 25mm aortic pericardial valve, implanted approximately one (1) year and four (4) months, was explanted due to aortic paravalvular regurgitation. This device was originally implanted for aortic valve replacement to correct aortic regurgitation. This device was explanted and replaced with a 21 mm edwards valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment¿ in the ICU. The device was returned for evaluation. There was no allegation of device malfunction. The condition of the explanted valve was reported as ¿the suture which had been knotted the valve was detached a half around from the annulus, and it led to aortic paravalvular regurgitation." Multiple cardiac surgical procedure: ascending aorta replacement with an artificial blood vessel at explant.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).